Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 10 lpm of air pressure, and a universal column is connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit functioned without interruption for three hours. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
Customer complaint alleges "unit not heating up." Alleged malfunction reported as detected prior to patient use. There is no report of patient harm.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted as follows: thirteen (13) devices were taken from the current production p/n 425-00 concha neptune lot # 73k170012n. The samples were functionally inspected. During testing, the issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no updates required. Customer complaint cannot be confirmed. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect and establish the root cause and any corresponding corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "unit not heating up." Alleged malfunction reported as detected prior to patient use. There is no report of patient harm.